Event description:
During inservice training by a zoll sales rep, the device would not recognize the multifunction cable and pacer output could not be changed. Complainant indicated that there was no pt involvement in the reported failure.